Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 44 mg/dl. Customer stated they treated for their blood glucose with food. The customer's current blood glucose was 145 mg/dl. The customer also reported trouble with insertion and treated their blood glucose with a manual injection. Customer declined to return the insulin pump for analysis.